Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electro surgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a surgery and did not put the ipg in surgery mode. The patient was unable to communicate with the ipg afterwards. A company representative met with the patient and attemtped troubleshooting with the patient controller and clinician programmer and was unable to do so. The patient met with the doctor to discuss ipg replacement with surgery pending.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Effective therapy was restored postoperatively and the issue resolved.